Event description:
Subsequent to the previously filed report, additional information was received that there was actually 4 total re-sheaths of the 35mm navitor vision valve. The length of the membranous septum was 7.4mm and there was no calcification extending beneath the aortic annular plane in the interventricular septum. There is no allegation of malfunction against the abbott device or procedure. There was no intervention performed due to the mild post-implant perivalvular leak. The patient was discharged on (B)(6) 2024.

Manufacturer narrative:
An event of paravalvular leak (pvl), improper or incorrect procedure or method, and heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, causes for the reported pvl and heart block could not be conclusively determined. The reported improper or incorrect procedure or method is related to the user re-sheathing the device 4 times. This deviation does not appear to have caused or contributed to the other reported issues. Therefore, a letter will not be sent to address this deviation from the instructions for use. The reported surgery and hospitalization are the results of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1059 - vista registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 35mm navitor vision valve was successfully implanted in a patient. While in cusp overlap view (cov), and prior to deployment, the inflow edge of the constrained valve frame aligned at the base of the non-coronary cusp. The 35mm navitor vision valve was re-sheathed a total of 3 times due to being deployed too low. Post-implant it was noted transthoracic echocardiogram (tte) that there was mild perivalvular leakage, but no intervention was performed. The final non-coronary cusp implant depth was 9.59mm and commissure alignment was achieved. It was noted after procedure via electrocardiogram, that the patient developed a third degree atrioventricular block. The decision was made to implant a permanent pacemaker.